Event description:
Related manufacturer reference number:2017865-2021-35604, related manufacturer reference number:2017865-2021-35605. It was reported that the patient experienced pocket infection. The implantable cardioverter defibrillator, atrial lead, and ventricle lead were all explanted. Puss was observed during device explant. No patient consequences.